Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited low amplitude, noise and oversensing on the secondary vector leading to the deactivation of the smartpass. Additionally, three inappropriate shocks were detected due to this issue. X-rays were performed which were inconclusive. A lead defect is being suspected; however, it has not been confirmed. The system was deactivated, and a system revision is being scheduled for the near future. At this time, this system remains implanted. No further adverse patient effects were reported. Additional information was received detailing that the patient experienced a shock like sensation despite the therapy being deactivated. Feedback was inquired regarding this. No changes have been performed. This system remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited low amplitude, noise and oversensing on the secondary vector leading to the deactivation of the smartpass. Additionally, three inappropriate shocks were detected due to this issue. X-rays were performed which were inconclusive. A lead defect is being suspected; however, it has not been confirmed. The system was deactivated, and a system revision is being scheduled for the near future. At this time, this system remains implanted. No further adverse patient effects were reported. Additional information was received detailing that the patient experienced a shock like sensation despite the therapy being deactivated. Feedback was inquired regarding this. No changes have been performed. This system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the complaint description field for more information regarding the specific circumstances of this event.